Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 27-sep-2022. [Additional information]: on (B)(6) 2022, contact information for the head of neurosurgery at (B)(6) was received. (B)(6). Phone: (B)(6). Email: (B)(6). E.1: initial reporter phone: (B)(6). Updated sections: b.4, e.1, e.3, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 21g169av) could not be pushed into the microcatheter. It was reported that a trevo stent retriever worked. There was no negative patient impact nor significant delay reported. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the returned embotrap device identified deformation and kinking present on the distal sections of the inner channel and outer cage of the embotrap device. No further damage was observed on any other locations of the device. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The damage noted during the visual inspection under magnification i.e., kinked struts on the distal section of the outer cage and inner channel are consistent with attempted delivery into a microcatheter against significant resistance. The returned embotrap device was successfully passed through a 0.0195¿ ID tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. The ptfe insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and four (4) sample 0.021¿ microcatheters. The returned embotrap device was successfully introduced with the insertion tool fully seated and delivered to the distal tip of the microcatheter with three of the sample microcatheters (prowler select plus, trak21, phenom21). The returned embotrap device failed to deliver into the lumen of the sample headway21 microcatheter. During delivery of the returned embotrap device with the sample headway21 microcatheter, it was observed that the distal struts of the device appeared to engage with the stepped geometry of the headway21 hub immediately proximal of the microcatheter lumen. This engagement caused resistance and attempting to advance the device against this resistance resulted in kinking of the distal struts of the device and failure to deliver. These delivery assessments demonstrate that failure of the returned device to deliver is a result of the damage present on the returned device, as a sample undamaged device successfully delivered through the same sample microcatheter that the returned device failed to deliver through. The returned device failed to deliver when being attempted to be delivered through the headway21 microcatheter which has a stepped geometry. The returned device was successfully delivered through three other microcatheters, which indicates that when damaged, the damage present on the embotrap device can cause engagement with the geometry of the headway21 microcatheter causing failure to deliver. This demonstrates that the failure of the returned device to deliver in the sample headway21 is a combination of the damage present on the returned device and the geometry of the headway21 microcatheter hub. Device insertion and delivery assessments were also performed with a sample embotrap device and sample headway21 microcatheters, to demonstrate potential causes of failure of an undamaged device to deliver and to recreate the damage which was observed on the returned device. These assessments demonstrated that failure to seat the insertion tool correctly can result in failure to deliver the device through a microcatheter hub. Device damage consistent with that observed on the returned device (i.e. Damage to the distal struts) was recreated by advancing the device against significant resistance while loading into the microcatheter hub with poor seating of the insertion tool. A review of the device history records (DHR) confirms that there were no issues with the assembly of the lot 21g169av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Investigation conclusion: the returned embotrap device exhibits characteristics which are consistent with advancement of the device against resistance. Visual inspection of the device showed evidence of kinking of the distal sections of the device. Visual inspection of the microcatheter used during the complaint event could not be carried out as this was not returned for investigation, and the specific microcatheter used during the complaint event was not reported. Investigations carried out with the returned embotrap device and sample 0.021¿ microcatheters demonstrated that the returned embotrap device successfully delivered to the distal tip of three (3) different sample 0.021¿ microcatheters in its current damaged state. The returned embotrap device failed to deliver into a sample headway21 microcatheter, due to the damaged struts of the device engaging with the stepped geometry of the microcatheter hub. A sample undamaged embotrap device was successfully delivered through the same sample headway21 microcatheter, indicating that this failure to deliver was a combination of the damage present on the returned device and the geometry of the headway21 microcatheter (as the returned device successfully delivered through three different sample microcatheters). Based on further investigations with sample embotrap devices and sample microcatheters, it is determined that a probable root cause of the damage to the device was due to poor seating of the insertion tool during the initial delivery attempt. As demonstrated, poor seating of the insertion tool can lead to failure of the device to deliver in the microcatheter hub. Delivery of the device meets resistance and kinking of the distal struts of the device can occur if attempts to deliver are continued. Permanent deformation in the form of kinking of the distal struts was observed on the returned device when visually inspected, and also were observed to be contributing to failure of the returned device to deliver in a sample headway 21 microcatheter. Two possible causes of the insertion tool not being seated fully are: the insertion tool was not fully seated initially (i.e. Not seated as close to the microcatheter lumen as possible) the insertion tool was not secured in place using the rhv, allowing movement of the insertion tool during delivery of the embotrap device. Failure to deliver the returned device was observed using a sample headway 21 microcatheter, where the damage present on the returned device caused engagement with the geometry of the microcatheter hub and prevented delivery of the returned device. However, as the specific microcatheter used during the complaint event was not reported, the complaint event was not confirmed, as the returned embotrap device was successfully delivered through three different sample 0.021¿ microcatheters. It was not reported how many attempts were made to deliver the returned embotrap device into the microcatheter (i.e. Was the insertion tool and device removed and re-inserted multiple times), but it is possible that if the insertion tool was not fully seated during the first attempt, this could have led to the damage observed on the returned device. In in its current damaged state the device may fail to deliver depending on the inner geometry of the microcatheter being used. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure, the 5mm x 33mm embotrap ii revascularization device (et007533 / 21g169av) could not be pushed into the microcatheter. It was reported that a trevo stent retriever worked. There was no negative patient impact nor significant delay reported. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. Based on the result of the product analysis completed on 19-sep-2022, the event has been deemed reportable as a "malfunction."